Event description:
Three pts got skin reactions after using the laparotomy sheet a29510dn of the ldn set at an operation of the spinal column. They reacted on the "incision foil." One pt had an anaphylactic reaction spread over the whole body and they had to get an antihistamine intravenous injection (fenistil i.v.). The two other pts only had itichiness and received fenisitl gel and one of them additionally received zyrtec tabs.